Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that there was a sudden death while a patient was being monitored on a delta monitor. The user stated that he equipment was faulty as they were unable to get a co2 reading, which they claimed led to the death. The technical service manager at the hospital reported tha the user tried a number of co2 pods that the user claimed did not work. The technical service manager had since checked them himself and found no issues. He also confirmed that this was a complicated case and feels that the equipment was not to blame for the outcome. The case has been reported to the coroner as it is a sudden death, however, there is no indication that there will be an investigation. Draeger reference number: (B)(4).